Event description:
Litigation papers alleged, pain and lack of mobility and metal poisoning

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified side, dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Original litigation alleges that patient was revised. Additional information received indicates that patient has not been revised at this time. If further information is received, the complaint will be updated at that time.

Manufacturer narrative:
Depuy still considers this investigation closed.